Event description:
Peritoneal dialysis patient last four months reports several times that cassettes do not fit machine. Worried that peritoneal contamination led to peritonitis. One in every case one time had two in a case. Only 90% work. Representative came to home. Wants to know if there is a recall. Patient returned cassettes to clinic where he received them.